Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the versacross connect in a was was advanced over a amplatzer super stiff 0.035-inch wire into the right atrium and into the superior vena cava (svc). When trying to remove the amplatzer wire, the physician felt the wire become entrapped in the versacross dilator. The physician had to remove the dilator and the wire from the patient's body and noted that the wire was unraveling and there was an observed tear or nick in the tip of the dilator where the wire was entrapped. The dilator was replaced with another of the same kind and was used to perform the transseptal puncture. The procedure was successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion was noted. The physician performed pericardiocentesis and 200cc of venous blood was removed from the anterior pericardium. It was suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The patient is stable and expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the versacross connect in a was advanced over a amplatzer super stiff 0.035-inch wire into the right atrium and into the superior vena cava (svc). When trying to remove the amplatzer wire, the physician felt the wire become entrapped in the versacross dilator. The physician had to remove the dilator and the wire from the patient's body and noted that the wire was unraveling and there was an observed tear or nick in the tip of the dilator where the wire was entrapped. The dilator was replaced with another of the same kind and was used to perform the transseptal puncture. The procedure was successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion was noted. The physician performed pericardiocentesis and 200cc of venous blood was removed from the anterior pericardium. It was suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The patient is stable and expected to fully recover. It was further reported that the unraveling of the wire occurred because guidewires are braided; the wire became stuck in the dilator and was pulled trying to free it, which caused the braiding to unravel. The entrapment of the wire was thought to have been caused by tissue becoming entrapped at the dilator tip between the wire and the guidewire lumen. The tissue was pinched or caught on the wire, which caused the pericardial effusion.

Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the versacross connect in a was was advanced over a amplatzer super stiff 0.035-inch wire into the right atrium and into the superior vena cava (svc). When trying to remove the amplatzer wire, the physician felt the wire become entrapped in the versacross dilator. The physician had to remove the dilator and the wire from the patient's body and noted that the wire was unraveling and there was an observed tear or nick in the tip of the dilator where the wire was entrapped. The dilator was replaced with another of the same kind and was used to perform the transseptal puncture. The procedure was successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion was noted. The physician performed pericardiocentesis and 200cc of venous blood was removed from the anterior pericardium. It was suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The patient is stable and expected to fully recover. It was further reported that the unraveling of the wire occurred because guidewires are braided; the wire became stuck in the dilator and was pulled trying to free it, which caused the braiding to unravel. The entrapment of the wire was thought to have been caused by tissue becoming entrapped at the dilator tip between the wire and the guidewire lumen. The tissue was pinched or caught on the wire, which caused the pericardial effusion.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.